Event description:
Customer reported a system error and x-ray on error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the system interface pcb. System operates as intended.